Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure to an unknown reason. The patient was doing well postoperatively. The explanted ipg will be returned.

Manufacturer narrative:
Sc-1160 (sn: (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. Unable to confirm the as reported observation with testing of the product return. Hence, the probable cause selected for this complaint is no problem detected. No escalation is required at this time. The device exhibited electrocautery (ec) burn marks on the case which is considered explant damage.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. The patient was doing well postoperatively. The explanted ipg will be returned. Additional information was received that the reason for the patients ipg replacement was due to inadequate stimulation.